Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire fracture occurred. Please see the attached user facility medwatch report. Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.